Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that she experienced string break during removal with three tampons. Consumer was able to manually remove the tampons. Multiple attempts made to obtain further information regarding usage of the product however no further information has been received.